Manufacturer narrative:
Date is approximate. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient also reported they had a check-up in (B)(6) and their healthcare provider found a problem when checking the patient's battery. The healthcare provider said the battery life was not adding up. The healthcare provider said the battery was fully charged, but it had 8 months left. The healthcare provider expected the ins to have a longer life. The patient and healthcare provider were going to meet a manufacturer representative on (B)(6) regarding the issue. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that they cause of the issue remain unknown and that they have an appointment with their healthcare provider on (B)(6) 2018. No further complications was noted or anticipated.